Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 and the leads were explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2023-02630. It was reported patient had high impedances on their lead due to lead fractures. Patient is going to try the reprogramming for a couple weeks and if no therapeutic relief is obtained, he will have a lead revision.

Manufacturer narrative:
B3-date of event is estimated.